Event description:
It was reported that the insulin pump has an unresponsive keypad during the bolus procedure. The blood glucose reading was 152 mg/dl. Significant events leading to the issue were observed and found that pump may have been exposed to water. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.